Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 12 mg/ml at a dose of 3.001 mg/day and bupivacaine 2.4 mg/ml at a dose of 0.6002 mg/day via an implantable pump. It was reported that the pump was flipping resulting in the catheter twisting and the drug was not delivering as prescribed. Environmental/external/patient factors that may have led or contributed to the issue included the patient having a lot of adipose tissue in their abdomen. A surgical intervention was performed where the catheters were revised and the pump was moved to the patient's back where it was less likely to be flipped. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6)implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-mar-2027, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 06-may-2027, UDI#:(B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 08-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.